Manufacturer narrative:
Initial reporter: (B)(6). (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2004259, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2004259 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Root cause description: cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that an unspecified number of syringe 50 ml ll experienced leakage past the stopper/plunger during use. The product defect resulted in a delayed transfusion. No additional information regarding patient outcome currently available. The following information was provided by the initial reporter: 4 month patient, operated on (B)(6) 2020 for supravalvular aortic and pulmonary stenosis in the context of williams and beuren syndrome. On (B)(6), the patient had a low hemoglobin (10.1 g/dl) and was scheduled to receive a red blood cell unit. The syringe used to administer the red cell pellet had a leaky plunger. The treatment flows through the plunger. Clinical consequences : loss of blood to the patient with delayed transfusion. Over consumption of blood product (very expensive and rare (a-) fractionated red blood cells). Additional information added on the 12th of august by aurélie sellier. Did you or your patient come into direct contact with blood or the infused product? Nc. If yes, was it a dangerous product? No (red blood cell pellet distributed by the efs with no risk of infection). What measures were taken following this incident? Use of a new syringe and a request for a new red cell unit (expensive and rare) resulting in a delay in transfusion.